Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016. The cause of expiration was reported as cerebral vascular accident (cva). No additional information was provided.

Manufacturer narrative:
The pump was not explanted. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.